Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the smart coil in the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made several additional attempts to detach the smart coil manually and using the handle, but the smart coil still would not detach. Therefore, the physician decided to remove the smart coil. While gently retracting the pusher assembly of the smart coil, the physician experienced resistance and subsequently, it was noticed that the smart coil had unintentionally detached. Therefore, the physician used the pusher assembly of the smart coil to successfully push the detached smart coil inside the aneurysm. It was reported that the same issue occurred with two other smart coils. The smart coils failed to detach after the physician made several attempts to detach the smart coils manually and using the same handle. Subsequently, the smart coils unintentionally detached; however, the physician successfully pushed the detached smart coils inside the aneurysm using their pusher assembly. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2022-00139, 3005168196-2022-00141.